Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was discovered that the set screws were loose. The patient underwent a revision surgery for loss of correction due to the loosening. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A review of radiographic images show pre-op films from (B)(6) 2008 which appear to show compression of l2. Construct applied included tandem hooks t12-l3 with pedicle screws l1 to l2 and rods. (B)(6) of 2013 films appear to show disassociation of rod from screw on the left at l1. Reason for unusual construct remains obscure. Results are inconclusive.

Manufacturer narrative:
Analysis of the returned device shows that set screw location within construct unknown. Threads do not show evidence of cross threading. Microscopically examined set screw rod interface node; node height and morphology of node deformation are consistent with full tightening. Atypically large rod interface witness marks on outer diameter of the set screw surface suggests the rods may have been located in the fas head at an angle. Fas - threads do not show evidence of cross threading. Asymmetrical and incomplete witness marks noted at the base of fas saddles are consistent with rod angulation. Incomplete rod interface witness mark suggests rod may not have had full contact in saddle. Set screw rod interface witness marks and fas saddle rod interface witness marks suggest the rod may not have been angulated, and thus not completely seated in fas saddle at final tightening.